Event description:
Additional information received reported that this was a type ii endoleak and the sac was stable.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The patient requested additional information on their recent follow up physician visit where unknown endoleak was identified. Per the patient's statement the physician is planning to continue to follow up with the patient. No clinical sequelae were reported and the patient will continue to be monitored by the physician.